Manufacturer narrative:
Insulin pump was received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to confirm blank display and unable to perform displacement test and self-test due to lcd physical damage. Insulin pump was received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 80 mg/dl. The customer was assisted with troubleshooting for partial display and was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.